Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed recurring alert 39 indicating an insulin shaft encoder failure after initial setup and training, which persisted despite multiple restarts; the device otherwise functioned but produced random alerts, and a replacement was provided with instructions to return the original. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health and no hospitalization. Investigation included customer troubleshooting, review of device performance as described by the user, and receipt and inspection of the returned device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.